Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis eus ultrasound bronchofibervideoscope had a balloon without a snug fit slip off the distal end at the scope at withdrawal. The issue was found during a procedure. There were no reports of patient harm. Related patient identifiers: (B)(6) for the instances of balloons experiencing this issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number/lot number was not provided, however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the balloon slipping off the tip upon withdraw issue could not be determined, as the device was not returned to olympus for evaluation. Olympus will continue to monitor field performance for this device.